Manufacturer narrative:
(B)(4). This complaint for other (air in the cassette) was not confirmed in the lab. The results of a sample evaluation did not reveal any manufacturing abnormalities or alarms. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
During troubleshooting for a check patient line alarm the care giver (cg) stated he there was air in the cassette. The cg stated they would keep working with the drain to get more out. There was patient involvement. No patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The cg stated that the issue had not been resolved. The cg is said that they said air in the cassette close to the patient line. The cg is not sure how air got into the cassette. The cg said that the home patient was draining very slowly and then therapy was finished. The cg said that this was not a catheter issue. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the home patient (hp) did not receive any injury or medical intervention as a result of this incident.